Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. There customer's blood glucose level was reported to be 201 (mg/dl). A bolus via the pump was delivered. A replacement usb cable and wall adapter were sent to the customer. Follow up with the customer determined that the pump was able to be charged successfully with the replacement charging supplies.